Event description:
The customer's dad reported on (B)(6) his daughter's blood glucose, carbohydrate intake and insulin history is as follows: at 9:26 am he deactivated the pod. Upon inspection he noticed the cannula was kinked and it looks longer than it normally is. User was able to activate a new pod and at 12/35 am her bg had dropped to 65 mg/dl.

Manufacturer narrative:
The product is not returned fro evaluation. We are unable to confirm the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.